Event description:
The customer reported that the table will not raise and lower. Also there was no image on the system and would not xray.

Manufacturer narrative:
(B) (4). The ge svc rep arrived at the facility and inspected the table sensors. He found the accessory foot extention was not properly seated in the holder. The system operated as intended after properly installing the accessory.